Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, a pin sized hole was discovered in the patient line that was causing a fluid leak. This occurred during the initial drain of peritoneal dialysis. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.